Event description:
The distributor contacted animas on (B)(6) 2013 and reported the up, down, and ok keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: on investigation, the pump had audible tones and vibratory function when powered on; however, the display screen was blank. An alarm was unable to be cleared. Investigation confirmed a component failure on the printed circuit board. Complete testing was not able to be completed due to the blank display.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).